Manufacturer narrative:
Submit date: 02/11/2016. An evaluation of the kangaroo joey pump was performed for the reported condition of the unit over/under delivers. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 11/2/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Customer reports: the pump over / under delivers. No patient involved.